Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had power cord damage. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment. There was a broken power cord bay assembly. It was found that the programmer did not boot. The printer drawer was found to be damaged. The lower hinges were worn. Lower display hinges were replaced. Due to lack of parts for the programmer, the device had to be scrapped. If information is provided in the future, a supplemental report will be issued.